Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhoea (cramping)") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hyst. (Partial), sal ping bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and genital haemorrhage had resolved and the dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and uterine leiomyoma to be related to essure. The reporter commented: patient received treatment for menorrhagia (heavy menstrual bleeding), genital bleeding, fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received reporter information was added. New events added- dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), genital bleeding, fibroids. Event outcome added menorrhagia (heavy menstrual bleeding), genital bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.